Manufacturer narrative:
E1, initial reporter phone, was left blank. The initial reporter¿s phone number: (B)(6). Stryker evaluated the customer's device and observed that the device would not provide defibrillation shock. The customer will be provided with a replacement device. Stryker product analysis center (pac) further evaluated the customer's device and verified the reported issue. The root cause of the reported issue was determined to be due to the disconnected red capacitor wire connector, j17. The device was archived by stryker maastricht.

Event description:
A customer contacted stryker to report a non-critical issue with their device. Upon inspection, it was observed that the device would not provide defibrillation shock. As a result, defibrillation therapy would not be available, if needed. There was no patient use associated with the reported event.